Manufacturer narrative:
(B)(4). Following the event record review, physio-control verified that a loss of power occurred during the event. Physio replaced the system pcb assembly as a precautionary measure and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was further evaluated at the failure analysis center and there was no failures found with the assembly. A conclusive cause of the reported event could not be determined.

Event description:
During a pt use, it was reported that the device display turned off twice while attempting to print and froze when retrieving a 12 lead ECG. The user cycled power and normal operation was restored. The device use had no adverse effects on the pt as it was utilized for monitoring purposes. There were no further details on the event and/or the pt provided.